Manufacturer narrative:
Expiration date - unknown due to unknown lot number. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. This report is for the reported migration for the first device that was used on the reported patient. See MDR 3013394970-2018-00703 for the reported bleeding when using the first device as well. See MDR 3013394970-2018-00705 for the reported second device that was used on the reported patient.

Event description:
The user facility reported that the first angiography (retrograde puncture) was on (B)(6) 2018. High-grade stenosis of the left femoral artery superficialis. Antegrade puncture with steel needle, insert short 6f sheath (terumo). Very high puncture position with a fat apron, therefore puncture with roadmap shortly before bifurcation. Pta (percutaneous transluminal angioplasty) with 6 x 40 mm balloon. Thereafter vasospasm on the lower leg, ceased after 5 mg of prostavasin I. A. Insert angio-seal 6f, with no hemostasis. Manual compression was performed for 20 minutes, and was very painful. Ingufix. Peripheral pulse was good. On (B)(6) 2018 there was closure of middle sfa (superficial femoral artery) left. On (B)(6) 2018 there was an intra-arterial lysis treatment until (B)(6). Lysis treatment was without success, and then an angio-seal 8f was used. Surgical intervention on conducted on the same day. Recovery of the 6f angio-seal from the anterior tibial artery (venous patch implantation necessary). The patient received two additional invasive follow-up procedures. On (B)(6) 2018, renewed angiography with lysis treatment, and on (B)(6) 2018, surgical procedure with venous patch implantation was conducted. The patient's hospital stay was extended until (B)(6) 2018. This was a left femoral artery puncture. There was bleeding that occurred in the procedure room and thrombosis. The patient required a lysis treatment and vascular patch implantation. An ultrasound and angiogram was performed to diagnose the vascular insufficiency. There were no difficulties with access. The patient was reported to be stable and recovering. Additional information was received on october 22, 2018. The puncture site was in the left groin. The puncture site was above the bifurcation of sfa and pfa below inguinal ligament. Pta of distal sfa. Retrograde stick was closed by manual compression for a few minutes, then re-puncture antegrade and closed by angio-seal. The surgeon removed all components of the angio-seal (anchor, suture and collagen) from the artery.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.